Event description:
It was reported that a malfunction occurred on the customer's pump, but no notable events were noted prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.